Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare field representative that the pressure line of an rt265 infant breathing circuit was disconnecting from the ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned to fisher & paykel healthcare as it is not available. Our investigation is based on the information provided by the hospital and our knowledge of the product. The pressure line was reported to be disconnecting from the ventilator. The hospital stated that the breathing circuit passed the initial leak test and the disconnection was observed at different periods of time during use. As the complaint device was not returned, we were unable to determine the cause of the disconnection and confirm a fault for any particular failure mode. If the complaint device was returned, an evaluation would have been made to determine if the device is within specification. Our user instructions that accompany the rt265 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."